Event description:
It was reported that the reamer could not ream the patella enough, so the surgeon pushed off the reamer to the patella. The thread of the reamer shaft was stuck with the assembly and stopped reaming.

Event description:
It was reported that the reamer could not ream the patella enough, so the surgeon pushed off the reamer to the patella . The thread of the reamer shaft was stuck with the assembly and stopped reaming.

Manufacturer narrative:
There were no reported discrepancies and there were no other events for the referenced lot. A material analysis concluded that the device stopped functioning due to seizure of the reamer shaft in the bushing. The bearing surface of the bushing was damaged by abrasion and gouging leading to debris generation and seizure of the device. Third body debris or asperities on the surface of the shaft may have caused the bushing damage. No medical records were received for clinical review. The reported event regarding a non-functional reamer shaft was confirmed.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.